Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd display. Pump received with broken reservoir tube lip, cracked battery tube threads minor lcd window, scratched reservoir tube window and end cap broken off.

Event description:
It was reported that the customer had a crack in the insulin pump's case. Pump was not dropped or bumped. Crack is seen on the edges of the display. Drive support cap appears to be normal. Insulin pump will be replaced. Customer was asked to return the pump for analysis. No further details given.